Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
B5, h6 medical device problem code 1013- removed b5, h6 medical device problem code 1013- removed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.